Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 14 days post operative from a carotid endarterectomy, the patient came in for an emergency carotid blowout. The suture was broken in the middle. It was reported that the patient was having trouble healing. An emergency repair to carotid artery was performed.